Event description:
Angioplasty procedure went successfully fine. There were no adverse reactions. Problem was encountered when dr deflated balloon and was trying to remove 8mm balloon through a 5f sheath. Had to use 6f sheath to remove.

Manufacturer narrative:
Lot history record review: the reported lot history records were reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of the returned sample: the complaint sample was returned for evaluation and the following was observed: the catheter was returned in one piece with the 5f sheath on the catheter. The balloon is deflated. The hub has been cut off of the proximal end. The balloon appears to be bunched up at the distal tip. The balloon can not be pulled through the 5f sheath. The shaft is accordioned just above the sheath. Conclusion: the complaint investigation is confirmed. During the evaluation of the returned sample, the returned catheter could not be pulled through the returned sheath. The balloon is slightly bunched up at the distal tip and the shaft is accordioned. The exact cause of the complaint is unknown. However, it is possible the complaint occurred because the balloon was pulled back thorough the sheath before it was completely deflated. This is believed to be the cause of the complaint since the balloon catheter was inserted through the 5f sheath without difficulty and the bunching of the balloon at the distal tip usually occurs when the balloon is pulled back through the sheath before it is completely deflated. Prior to release, the balloons are 100% inspected. During this process, every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the manufacturing records indicated that all of the device specification and quality requirements were satisfied. The following is stated in the instructions for use in reference to this complaint type: the instructions for use states: caution: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Before removing catheter from sheath, it is very important the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Labeling: 8x4x75 is rated for 12atm, 5f sheath. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.